Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: an outflow graft with unknown lot number and pump with an unknown serial number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "low flow" event could not be confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Of note, it was reported that a computed tomography scan demonstrated evidence of prominent bend in outflow graft. Based on the available information, a possible cause of the reported low flow event can be attributed to the reported bend in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ pump. Model #: unk, catalog #: unk, expiration date: unk, serial #: unk, UDI #: (B)(4). Implant date: (B)(6) 2019. Device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with ventricular assist device (vad) low flow alarms. The patient was given fluids and then transferred to vad center. Milrinone was added to medication with resolution of alarms. It was unclear what had caused the drop in flows. The patient's international normalized ratio (inr) was elevated to 5.82 so coumadin was held to lower the inr level. Cardiac computed tomography scan demonstrated evidence of a prominent bend in outflow graft. The patient had worsening shortness of breath and altered mental status overnight. The patient was placed on bilevel positive airway pressure (bipap) with improvement in symptoms. Chest x-ray showed pulmonary edema and the patient was given lasix with good response. Vitamin k was given to lower inr level. Heparin was given for bridging inr to therapeutic range. The vad and outflow graft remain in use. No further patient complications were reported as a result of the event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.